Event description:
It was reported that an ilet pump required multiple full charges per day and experienced complete battery depletion several times within a 24-hour period, and the device was deemed nonfunctional with water resistance no longer assured; a replacement device was provided and the user was instructed to back up data, shut down the device, and return the original unit. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization.

Manufacturer narrative:
Investigation included a review of complaint details and plans for device evaluation upon return. Investigation of this case revealed a suspected battery performance issue affecting power management. It was concluded that the device exhibited a malfunction related to battery depletion. A replacement was provided to restore therapy continuity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.